Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no power; the screen was blank and there were no audible tones or vibratory function. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: black box review showed no evidence of power on reset events. There was multiple consecutive call service alarms observed in the black box and in the alarm history on the reported event date of (B)(6) 2013. The battery compartment was undamaged. No battery cap was returned with the pump. A test battery cap was used and it was able to fit securely and to maintain electrical connection. The pump powered ¿on¿ and displayed the ¿verify¿ screen. The display was fully illuminated and clear. The battery cap was tightened and then unscrewed ½ turn with no reboots occurring. The pump was primed and exercised for 24 hours with no power interruption or alarms occurred during the duration test. The pump¿s cover was removed; inspection reveals no issues were found with the power circuit. Unrelated to the original complaint, a cold solder connection was found to the continuous glucose monitoring component.